Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement pcba atp console shipped to site (B)(4) 2016. Suspect pcba atp console returned to manufacturer for analysis and is under analysis. On 08/02/2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. Reported intermittent beeping on boot-up from atp pcb. No communication with generator error message in logs. Reported issue could not be replicated. Replaced apt pcb. Ran gain cals. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site representative, radiology department, reported that upon booting-up their imaging system, the image acquisition system (ias) would never boot-up fully. The mobile view station (mvs) would boot. The site re-started the imaging system several times, however, the issue was not resolved. No further details regarding this behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The pcba atp console was returned to the manufacturer for analysis. The tester installed the atp console in a test imaging system. The system readied and both 2d and 3d imaging was successful. The image acquisition system (ias) readies at each power cycle while under test. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.